Event description:
The patient felt shocking when the implantable neurostimulator was turned on. The area over the battery was itchy. It felt like the implantable neurostimulator was coming through the skin. The patient had a lot of scar tissue. She was scheduled to have an x-ray this week. Additional information has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).